Manufacturer narrative:
Product ID 8703w, lot# l44304, implanted: 1997 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Conclusion code: no longer applies to this event.

Event description:
It was reported that the patient was admitted to the hospital with an overdose. The patient was lightheaded, dizzy, and incoherent. It was noted that the symptoms presented themselves following a pump refill session. It was reportedly suspected, but not confirmed, that there was a partial or complete pocket fill. The manufacturer's representative was called to the hospital to check that the pump and programmer showed 39.9 ml indicating that the pump was recently refilled. The manufacturer's representative programmed the pump to the minimum rate mode. Narcan was administered and the patient was being monitored. As of 2014 (B)(6), the patient was awake and talking but "out of it". It was reportedly believed that the pump was being managed in the (B)(4) where, the patient was housed. The pump was delivering morphine. It was later reported that after the refill, the patient had problems. It was noted that they did not know if the medication went into the pump so they sent the patient who was in (B)(4) to the hospital. A manufacturer's representative had been paged but reportedly was unable to interrogate the pump to determine the reservoir volume. It was noted that the pump was working when the manufacturer's representative checked it. It was later reported that the patient was last seen on 2014 (B)(6) in the physician's office. It was noted that 4 ml of drug were removed from the pump at that time. The pump was reportedly refilled and the patient was doing well.